Event description:
It was reported that the insulin gauge displayed an amount different from what was expected, although the issue was no longer present at the time of the call. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge and was provided with an email containing links to cartridge load resources. Cts advised the customer to call back for troubleshooting if the issue recurred, and the customer acknowledged this instruction.